Manufacturer narrative:
H3: pli 20(pss unknown tool): no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. H3: product analysis: pli 10(mr8-asmc09): evaluation determined that difficult with assembly was confirmed. The most probable cause of failure might be bearing worn. It was also found that broken burr was found, laser marking and color marking faded. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-asmc09, serial/lot #: (B)(6), ubd, UDI#: (B)(4), b3: date of notified: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that repair request was raised for a general dissatisfaction. It was reported that there was no patient impact.